Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of below 30 mg/dl at the time of the incident. The customer was filling their reservoir and during the fill cannula, the pump over delivered insulin. The customer states this is the second time the pump has over delivered. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over delivered insulin. The insulin pump will be returned for analysis.